Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). Product no longer available for return.

Event description:
It was reported the patient received the following results, with two different inform systems, within 10 minutes: 292 mg/dl and 397 mg/dl (system 1) and 120 mg/dl (system 2). No adverse event reported. It is unknown if the same strip vial was used for both systems and results. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.